Event description:
It was reported to boston scientific corporation in 2008, that a radial jaw 3 biopsy forceps was used during a gastroscopy procedure performed one day prior, (patient gender, age, and weight are unknown). According to the complainant, during the procedure the radial jaw 3 biopsy forceps were not closing properly. The procedure was completed with another radial jaw 3 biopsy forceps device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned device revealed that the device was received with bent cutter. Complaint confirmed, the device did not close because there was one cutter bent. The cause of the damage is undetermined.